Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that during the procedure of the implantable cardiac monitor (icm) noise was seen on the electrocardiogram (ECG). Multiple programmers and outlets were tried to no avail. The device was replaced. No patient complications have been reported as a result of this event.